Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. The patient reported that they were at the doctor's office yesterday and the doctor was unable to find a place to insert the needle to fill the pump. The patient stated that they had about 10 pricks in their skin. The patient stated that the healthcare provider kept changing their position but no matter what they did they could not get the pump filled. The patient mentioned that they had gained weight. The patient stated that they were now thinking about having the pump removed because they couldn't tell if the pump was helping them anymore and that it had been a couple of years since they thought it really helped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that starting in march the doctor tried to fill patient's pump but was unable to do so even after trying after extra guidance. Patient's skin started to burn so the doctor pulled the medicine out since the doctor was afraid it was not going into the pump. They saw a surgeon after and they did a dye study and did not do study about medicine going into pump for they did a different way. Now patient's doctor was refusing to fill the pain pump and wanted the patient to come in to see what they had to say. Patient was at their whits end and was not taking opioids; no one wanted to get involved in this. Patient said their alarm would go off at the end of may and since march patient had 30% pain relief which was not nearly enough.